Manufacturer narrative:
A specific root cause could not be determined based on the provided information. The root cause is either related to the sample quality or the analyser sample pipetting. Sample pipetting alarms were observed for all modules on the same line. This indicates an issue with the sample quality. A general analyzer issue is not likely.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for ferritin on an e602 analyzer. The sample initially resulted as 0.902 ug/l and this was reported outside of the laboratory as < 1 ug/l. The doctor called the laboratory back and asked for the sample to be repeated since he was expecting a different result with a (B)(6) male patient. The sample was repeated on a different e602 analyzer, resulting as 89.04 ug/l. The patient was not adversely affected. The ferritin reagent lot number was 18784400. The reagent expiration date was asked for, but not provided.